Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.